Event description:
A surgeon reported that air came from the infusion line and a retinal detachment occurred during surgery. It is unk whether there was a relationship between the retinal detachment and the air leakage. Add'l info was requested but the surgeon refused to provide any add'l info.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).